Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was forward firing. The fiber was replaced, and the procedure was completed with the second fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was forward firing. The fiber was replaced, and the procedure was completed with the second fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The glass cap exhibited severe devitrification. This observation is not a defect with the device and a result of fiber usage. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber as designed. The reported complaint of forward firing was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber forward firing. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.